Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead; product type: 0200-lead; product ID: neu_unknown_ext; product type: 0191-extension; g2: citation: authors: cebi, I., graf, l., schütt, m., hormozi, m., klocke, p., löffler, m., schneider, m., warnecke, t., gharabaghi, a., weiss, d.. Oral transport, penetration, and aspiration in pd: insights from a rct on stn + snr stimulation. Dysphagia 2024. Doi 10.1007/s00455-024-10779-y a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding oral transport, penetration, and aspiration in pd: insights from a rct on stn+snr stimulation. The following medtronic devices were used: medtronic activa pc impulse generator, medtronic 3389, and medtronic 3387 electrodes. Among all patients adverse events / device product performance issues included: at 8-week follow-up, one patient had a score of 3.0 of the functional oral intake scale (fois) tube dependent. No further information was provided pertaining to medtronic products.